Event description:
The catheter was inserted in 2007 at the inside of the left forearm below the elbow. Two days later, when the catheter was being flushed, the clinician noticed that it was leaking. At this point, the catheter broke and was left in the patient's vein. The piece of tubing was sticking out of the vein, so they were able to retrieve it with their hands. There was no harm to the patient.

Manufacturer narrative:
One used unit was received on 02 july 2007 and sent for decontamination. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 03 july 2007.